Event description:
The customer reported that the patient support table top continued to move after the motion button is released. Philips service confirmed that there was no harm to patient, operator or bystander and the operator continued to use the system through the night and that no patients were affected. Philips service could not duplicate the problem, but confirmed that the site's in-house biomed service engineer had duplicated the problem, determined that the service latch was not secured and re-secured the latch to correct the issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).